Event description:
The bovie pad placed on the patient. Bovie pad was properly fit and stuck to the patient securely. During the procedure the bovie pad indicator reminded green however the surgeon did not feel the bovie pencil was working at full power 40/40. A new bovie pencil was working better, bovie pad was never changed and remained intact. Bovie site was inspected postop and a 4cm burn was noted on right thigh. Dr notified, 2x2 gauze and bacitracin ointment placed on burn. All bovie pads with lot number 134440 were withdrawn from supply room and operating rooms. Bovie unit being evaluated by technical services department at present. Unsure at this time whether problem resulted from grounding pads or machine.